Event description:
The customer contact reported "power cord was on fire." The device was returned to central supply dept prior to going to the biomedical technician for calibration. The customer contact reported that while in the central supply dept, the device was plugged into ac power and after an unspecified length of time, a fire reportedly started at the male end of the plug that triggered the fire alarm. The customer contact indicated a fire extinguisher was used to put of the fire. There were no reported adverse effects to the central supply employee and no medical interventions were required. The device was sent to biomedical engineering dept and during visual examination, the power cord was found to be burnt on the male end and the internal wiring was broken. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).